Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced drainage from the ipg implant site. The drainage stopped a few days after, but surgical intervention was undertaken on (B)(6) 2020 to explant the entire system as a precaution and the patient was hospitalized and given IV antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4. Patient weight added to the record.

Event description:
Additional information received stated that the patient is taking antibiotics and they are recovering well.